Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override. The technical support specialist (tss) followed knowledge article (multiple devices with download stopped ¿ current subscription cycle stuck) to get devices communicating once again. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on critical override. Customer unable to put-off station from critical overridethere were no adverse events or injuries reported based on this event.